Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The physician revised and cleaned the pocket. Device remains implanted and the patient was fine after the event.